Manufacturer narrative:
Update of revision date.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This event occurred in (B)(6).

Event description:
Allegedly, a broken neck occurred.